Event description:
Additional information was received that high out of range pacing impedance measurements and increased pacing threshold measurements continue to be observed. The patient was scheduled for ep consultation for a possible implant of a left ventricular assist device (lvad). No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and increased pacing threshold measurements in the lv tip to rv configuration beginning approximately one month ago. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
--

Manufacturer narrative:
Additional information was received that pocket manipulation was performed and produced no noise and no additional obvious results. A lead fracture was suspected. The physician plans to continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.